Event description:
Additional report of "extreme tightening and very painful". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6a, e1.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown and implant exchange due to patient's concern of the product. Device remains implanted.